Event description:
It was reported that this handpiece would continue to run after release of the trigger. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation results: an eval confirmed the reported problem that the handpiece would continue to run after release of the trigger. Further investigation found that this handpiece has the potential to operate in the safe mode related to controller failure. An investigation for this failure mode remains in process. Conmed linvatec will continue to monitor this device for failures.